Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the customer reported 'upstream occlusion' which was not reproduced during evaluation. A review of the event history log identified 'upstream occlusion!' Messages. Evaluation found device passed the upstream occlusion testing at the flow line and all of the sensor calibration was within specification range. The alarms in the log were likely a result of normal pump operation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.